Event description:
A cortrak assisted nasogastric feeding tube was inadvertently placed into the lung of a pt resulting in a right pneumothorax. Upon right-sided chest tube inserted she developed a left-sided tension pneumothorax with subsequent pea arrest. The pt required 2 left chest tubes to fully resolve the tension pneumothorax and had a second short pea arrest during that time which was able to be reversed.